Event description:
The pump was returned because of a problem with the locking mechanism. During a physical inspection and latch lock tests, it was found that the sensor did not detect any changes when the pump was locked with a key. This happened during preventive maintenance.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, the reported issue was duplicated. The physical inspection found the sensor did not detect any changes when the pump was locked with a key. This showed a reportable malfunction because the flex sensor circuit was not working properly. The cause of the reported issue was flex sensor circuit was not working properly. The flex sensor circuit was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.